Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and mesh was implanted concurrently with removal of vulvar lesion due to sui, pop and vulvar lesion. It was reported that the patient underwent a posterior colporrhaphy repair on (B)(6) 2006 concurrently with revision of mesh erosion and primary closure, anterior colporrhaphy with incision of previous tension-free tape mesh. It was reported that the patient underwent excision of vaginal lesion on (B)(6) 2006 due to dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-02716. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).